Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. Battery was replaced and meter functioned properly. All results were within the range specification and no errors were observed during control solution testing. This is a final report.

Event description:
A customer called in requesting meter setup training and reported the test doesn't start after sample is applied. The customer further reported due to lack of testing and delay of treatment, she experienced lightheadedness, nausea and tremulousness with a subsequent loss of consciousness. The customer reportedly self-treated with tylenol. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.